Event description:
The advocate called for assistance with customer's microlet 2. During the call, she accidentally punctured herself with a used lancet. The device was replaced. The customer returned product for investigation.

Manufacturer narrative:
The model# was not provided and lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared. Two devices were returned for evaluation. Both had broken housing springs.